Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a dislodged teflon pad on the clamping arm at the distal end. There was no material missing. The event caused partially of wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure the tissue pad of the harmonic ace instrument became dislodged during the procedure. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive received the following additional information via follow-up: the fragment fell when the surgeon was treating the greater curvature side of the stomach, during the first fire. It reportedly felt like powder was flying around. The surgeon picked up the fragment, wrapped it in gauze, and removed it. The harmonic ace instrument was immediately replaced with a new one, and the surgery was completed without any problems. The instrument did not have any collisions and did not appear to have any operational problems before the reported issue occurred. The instrument had not been removed prior to the breakage. Upon final removal of the instrument, the wrist was straightened. No resistance was felt through the cannula. No damage was noticed to the cannula. No additional instrument damage was found. There were no additional procedures performed, nor testing, due to the issue. The patient has not returned to the hospital due to post-surgical complications.